Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer got stuck in the chair in the middle of the night and had to call the paramedics to get out of the chair.

Event description:
Provider alleges consumer got stuck in the chair in the middle of the night and had to call the paramedics to get out of the chair.

Manufacturer narrative:
The device was returned and evaluated. The right side metal frame that holds the bracket was bent.